Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to glenoid loosening/lysis, 7 months post-op. (Total shoulder arthroplasty on (B)(6) 2004 - diagnostic arthroscopy of the glenohumeral joint on (B)(6) 2004) patient ID: (B)(6)."